Manufacturer narrative:
Other text: b5: additional information received on 18-nov-2022 via email and attached to complaint object: this issue occurred prior to use of the device on a patient; date of the event updated: 9/22/2022; the product issue did not cause or contribute to patient or clinical injury; the outcome of the event was: different pump was used once issue was recognized with problem pump. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump had a cracked bottom case and broken battery door. Review of the event history log showed an occurrence of a "primary audible alarm post" error. Functional testing involved powering up the device and audio testing. The reported issue was not duplicated. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that a repeating error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.